Event description:
It was reported that, dr revised omniflex stem for wear on the psl microstructured cup. Revised with depuy cup.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.